Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 22-mar-2024, the patient reported that he faced a bent cannula due to which he experienced high blood glucose level. Therefore, they treated it with correction bolus via pump. Customer reported high ketones. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary, the information in this complaint (B)(4) has been evaluated. The batch 6001913 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and work instruction (wi) guidance for functional testing for complaints area version 02 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 03 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to work instruction (wi) version 02 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing lot 6001913 was manufactured according to the work instruction (wi) version 105 in the line l-6, on 20/jun/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 11/aug/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6001913 and other 7 complaints has been registered in database for the same lot 6001913 and malfunction code. This is a complaint which is being addressed as part of a corrective and action plan (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code

Event description:
To date no additional patient or event details have been received.